Manufacturer narrative:
Investigation results: a device history record review showed no rejected inspections or quality issues during the production of the provided lot number. The lot number was built on afa line 11, from dec 17, 2017 thru dec 20, 2017. The review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in-process samples included (but not limited too); damaged tubing, flare damages, adapter damaged/cracked were performed on various stages throughout the process, all the inspections passed per specifications. Observations and testing: received a total of 4 units. 3 units were received within sealed packages and 1 was received without packaging and connected to a bd luer lock syringe. Visual/microscopic examination: no physical-mechanical damage was observed on any of the components of the catheter-adapter assemblies or the catheter tubings. Water/air leak test: ¿ the lab supplied male slip luer test fitting was connected to the end of the adapters. The water/air leak test was performed. No leakage was observed on any of the areas of the units. Connected a lab provided q-syte unit to the end of the adapters (lock) and the lab supplied slip luer into the q-syte. The water/air leak test was performed. No leakage was detected. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. There was no physical or mechanical evidence to confirm or support manufacturing process related issues for the reported defects. The units tested did not display any adverse characteristics that would contribute to the defect the customer experienced. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that as a result of a cracked hub, the blood was found pooling and leakage was reported on a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury or medical intervention.